Event description:
Hcp reported that the pump was removed for end of life and hcp noted that the catheter had migrated out of the intrathecal space. The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.